Event description:
It was reported that a motor stall due to emi occurred. The stall recovered within 2 hours. Following a pump pocket revision, the pump was to be reprogrammed. As telemetry was occurring, a ¿broken programmer¿ symbol appeared on the physician programmer (8840). The 8840 was shut off and turned back on and the pump was re-interrogated. Upon interrogation, the pump said it was stopped and had been for one minute. Since the patient was flex dosing, totaling 149.1 mcg/day, the managing clinic was called to obtain the flex dosing pattern. After entering this, the pump was programmed without incidence; the product issue was resolved. There were no symptoms associated with the event. The device system was used to deliver baclofen. Five days later, it was later reported that the cause of the telemetry problem was unknown. It was noted that programming was done in the operating rooms of that hospital many times and this issue did not happen. The issue appeared to be with the pump and the 8840.

Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: 2006 (B)(6); product type catheter product ID 8840, serial# (B)(4); product type programmer, physician product ID 8870, serial# (B)(4); product type software. (B)(4).